Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was implanted

Event description:
It was reported that hoffmann 3 sterile kit, consigned hospital inventory removed from hospital shelf, was opened to the sterile field and used for a proximal left tibia fracture. The sterile kit was one month out of expiration. The kit was opened by hospital personnel and used on the patient". The xfix was used in a primary case with the surgeon in question. Subsequently the patient was sent to a traumatologist for definitive fixation. This was all done in approximately a week¿s time. Surgeon has not been informed.

Manufacturer narrative:
The reported event that sterile field kit hoffmann 3 kit b was alleged of 'known misuse reported by the user' (device implanted after end of sterilization date) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. Based on investigation, the root cause was attributed to be user related. The failure was caused by mismanagement of the shelf-life of the device. This device was in consignement and it is hospital responsibility to check that all availble material is conformed before the surgery. The instruction for use (v15034 rev aa external fixation devices IFU) reads: ''sterilization/resterilization [...] The packaging of all sterile products should be inspected for flaws in the sterile barrier or expiration of shelf life before opening. In the presence of such a flaw or expiration of shelf life, the product must be assumed non-sterile. Care must be taken to prevent contamination of the component. In the event of contamination, or expiration of shelf life or in the case of products supplied non-sterile, the product must be subjected to an appropriate cleaning process and sterilized by means of a validated sterilization procedure before use, unless specified otherwise in the product labeling or respective product technical guides. [...] For further information, please refer to the instruction for cleaning, sterilization, inspection and maintenance of stryker osteosynthesis medical devices.'' [Original statement(s)] therefore this case is classified as user related. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that hoffmann 3 sterile kit, consigned hospital inventory removed from hospital shelf, was opened to the sterile field and used for a proximal left tibia fracture. The sterile kit was one month out of expiration. The kit was opened by hospital personnel and used on the patient". The xfix was used in a primary case with the surgeon in question. Subsequently the patient was sent to a traumatologist for definitive fixation. This was all done in approximately a week¿s time. Surgeon has not been informed.